Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for a blood glucose level of 500 mg/dl, mild diabetic ketoacidosis, vomiting, and a mild urinary infection. The customer was hospitalized on (B)(6) 2016, was treated with insulin drip, and was released on (B)(6) 2016. The contact (clinical diabetes specialist) stated that the issue was not related to the pump or supplies and that it was related to the mild urinary infection. Reportedly, the pump is functioning properly.